Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the devices at the tail end of the indwelling needle are scattered when the safety indwelling needle is used for venipuncture and the needle is successfully withdrawn. There were no adverse effects on patients. After successful venipuncture with a safety indwelling needle, the safety protection device of the indwelling needle dissipated when the needle was withdrawn, which did not affect the patient. Occurs and is detected when the needle is withdrawn after a successful puncture. The indwelling needle safety device disengages.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2228356. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the devices at the tail end of the indwelling needle are scattered when the safety indwelling needle is used for venipuncture and the needle is successfully withdrawn. There were no adverse effects on patients. 1. After successful venipuncture with a safety indwelling needle, the safety protection device of the indwelling needle dissipated when the needle was withdrawn, which did not affect the patient. 2. Occurs and is detected when the needle is withdrawn after a successful puncture. 3. The indwelling needle safety device disengages.

Manufacturer narrative:
Correction: imdrf annex a grid: a1602. Imdrf annex b grid: b02, b14, b17.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the devices at the tail end of the indwelling needle are scattered when the safety indwelling needle is used for venipuncture and the needle is successfully withdrawn. There were no adverse effects on patients. 1. After successful venipuncture with a safety indwelling needle, the safety protection device of the indwelling needle dissipated when the needle was withdrawn, which did not affect the patient. 2. Occurs and is detected when the needle is withdrawn after a successful puncture. 3. The indwelling needle safety device disengages.